Event description:
It was reported that the health care provider (hcp) had noted volume discrepancies during refills so the hcp opted for an open catheter access port study assuming that the catheter would need to be replaced. The patient had experienced underdose symptoms, specifically a return of pain without relief, the location being the device pocket. When the pocket was opened to the pump, catheter issues of the proximal segment and pump connector were found. The catheter was found to be twisted and bound up in the pocket as well as a catheter kink was noted. The patient also reported the pump had flipped multiple times as a result it was noted a flipped pump was suspected but not confirmed. The catheter was explanted and it was noted the device issue resolved. The device system was used to deliver morphine.

Event description:
Additional information received reported regarding the flipped pump multiple times, no tests were conducted to check the pump. Specific dates of when the pump flipped were not available. The reporter was not aware of any patient symptoms in relation to the pump flipping and no troubleshooting had been done. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8590-1, lot # n255562, implanted: (B)(6) 2010, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter found the catheter body had significant twisting that may have affected infusion. The returned catheter was also found to be occluded which was noted to be likely a result of the twisting. The twisted area occurred from the strain relief shroud of the catheter connector distally to the 25 cm marking. Of note was an area where the twisting was significant enough to cause a breach in the catheter. The catheter was received with a white silicone boot peeled back from the titanium housing plus a non-significant indent was noted in the seal material in the cup of the sutureless connector. H6. Conclusion code 92 does not apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.